Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the tubing valve. The problem was solved by field service engineer with repair of the part. Following the repair, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a tubing valve malfunction or if the part stops working; the resulting failure modes described could occur: aspirator broken or valves fail to close to causing leakage and/or flooding. This can cause too little fluid to be dispensed or flood the drip tray under the slide carousel. All of these events can cause a potential alteration in staining.

Event description:
Customer complaint record reported the event as follows: weak staining no direct or indirect patient harm or user harm have been reported.